Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery. Intra-op, the cage was broken between the vertebrae while hammering it to push more. As a result, there was a delay of around 20-25 minutes, as the surgeon tried to remove the broken pieces and replace it by a new one. All the broken fragment were removed from the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis- visual review confirms implant fracture. Visual and microscopic inspection identified deformation of the inserter interface features. The fracture appears to originate near the deformation, consistent with bend stress overload during attempted insertion. If information is provided in the future, a supplemental report will be issued.